Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unknown location (solution found on floor) that led to this alarm. Renal therapy services (rts) provided troubleshooting steps over the phone. Rts assisted the patient to clear the alarm, set up new supplies and referred the patient to their hospital to finalize the therapy. There was patient involvement, but no patient injury or medical intervention noted at the time of the initial report. No additional information is available.